Event description:
Customer initially reports that the tip broke off. No further info provided. On (B)(6) 2013 customer reports surgeon was performing a transsphenoidal pituitary tumor resection. On (B)(6) 2013 the surgeon was removing tissue when the distal end (tip) of the stationary bar broke off. X-ray was taken and clear of any parts in the patient. No harm done, but there could have been.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.